Event description:
It was reported via legal documentation that this patient had an initial left total knee arthroplasty on (B)(6) 2019 and then approximately 3 years, 4 months, after initial implant, underwent a left knee revision for femoral loosening. Operative report of (B)(6) 2023-revision of left knee failed total knee arthroplasty due to loosening. Implant recall. Operative findings- loose femoral component with debonding of the metal/cement interface. Well fixed tibial component. Chronic synovitis of the knee. No complications. Patient presented to the clinic with ongoing left knee pain. Dressings were placed and the patient was revived from anesthetic. Patient to be discharged to home when all criteria are met. ¿all components removed were handed off for chain of custody per patients request.¿ there is no other patient demographic or medical history available. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: serial #: (B)(6), category #: 02-029-99-1002 - threaded head pin 2.3" square head, serial #: (B)(6), category #: 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack, serial #: (B)(6), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(6), category #: 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, serial #: (B)(6), category #: 521-78-36 - threaded pin size 5.1 collarless 2pk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.